Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room and experienced an arrhythmia in the ventricular fibrillation zone which was successfully broken by the implantable cardioverter defibrillator. The patient¿s sinus rate slowed down but the device continued to deliver ventricular fibrillation therapy and the patient was shocked multiple times inappropriately for an elevated sinus rate due to device programming. Programming changes were discussed. The patient was in stable condition and was admitted to the hospital for unrelated reasons. No further information was reported.